Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they are remaining implanted in the patient. Based upon the investigation findings, the reported event is confirmed. Thirty-three months post implant the patient underwent an MRI study for lower back pain and claudication one day prior to arriving at the emergency room admission for severe low back and abdominal pain. At this time, there was evidence to support: type iiia endoleak; stent migration; and some degree of component separation. Although the components appeared to be larger in diameter than expected and a type iii endoleak was described to be near the aorto iliac junction, a type iiib endoleak could not be determined based on the submitted, still photos. During the confirmed secondary procedure, bilateral femoral access attempts were unsuccessful due to the nearly absent pulses. A brachial approach was needed to complete the endovascular repair. Intraprocedure, the brachial artery required a thrombectomy after the repair, but reopened with additional surgical intervention. The left iliac artery was also damaged intraoperatively which required an additional non-endologix stent. Their post-operative recovery was complicated by ischemic colitis, which was medically managed. Manufacturing record review was performed. The lot met all release criteria with no related ncrs.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient was brought in through the emergency room with a type 3 component separation. Patient presented with back pain and upon a computer tomography, a large leak was seen. Physician corrected the leak by implanting an infrarenal aortic extension and a suprarenal aortic extension. No patient injury reported.